Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during the set-up of this swan-ganz catheter, the balloon did not inflate and deflate. The procedure could continue by replacing the catheter. There was no allegation of patient injury. Attempted to obtain patient demographics, but unable to obtain.

Manufacturer narrative:
Previously this complaint for the swan-ganz catheter was reported for deflation difficulty. Upon further review, it was determined that the complaint was alleging inflation difficulty, which is a non-reportable event; therefore we would like to retract the initial report submitted.